Event description:
It was reported that during the inspection, it was found that the device had power loss occasionally. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified there was water was leaking from the pump head. The fse proceeded with the reinstallation of the pump head, and after this, no further issues were identified during service, and the console was confirmed to be fully functional. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It is likely that the malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information provided, the allegation of low power was confirmed. Based on the information provided and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the inspection, it was found that the device had power loss occasionally. There was no patient involved.